Event description:
The customer reported that her blood glucose reached over 250 mg/dl after wearing the pod on her leg for less than an hour. She was unsure if the cannula had inserted properly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if any defect or deficiency contributed to the event. The customer reported that the cannula may not have inserted properly. This condition could interrupt insulin and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product met all acceptance criteria.